Event description:
Asr revision; asr xl - left hip. Patient revised to address pain, osteolysis and loosening. Update rec'd 3/25/2015- clinical der received. Part/lot information provided. There is no additional information that would affect the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).